Event description:
A report was received that the patient had been experiencing intermittent spasms and worsening right gluteal muscle spasms. The patient underwent an explant procedure. The event was related to the device system stimulation. Event was not recovered/not resolved.

Event description:
A report was received that the patient had been experiencing intermittent spasms and worsening right gluteal muscle spasms. The patient underwent an explant procedure. The event was related to the device system stimulation. Event was not recovered/not resolved.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected. The event was recovering/resolving. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had been experiencing intermittent spasms and worsening right gluteal muscle spasms. The patient underwent an explant procedure. The event was related to the device system stimulation. Event was not recovered/not resolved.